Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under both breasts. The patient reported using powder on the area and that her cardiologist advised her to use over the counter cortisone cream and to put the lifevest back on. Follow-up indicated that the rash had improved.